Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.